Manufacturer narrative:
The device was returned to olympus for eval. The eval found the distal end of device with rough edges. There were minor buckles on the insertion tube at 22cm mark. The internal channels of the device were examined with a boroscope; slight debris and residue was found. The device was serviced and returned to the user facility. The exact cause of the patient outcome cannot be conclusively determined; however the patient's condition cannot be ruled out as contributory factor.

Event description:
Olympus was informed that during a diagnostic colonoscopy, a colon perforation was noted. The patient had infected diverticulitis. A co2efficient endoscopic insufflator was used in conjunction with the device. The device was withdrawn and the procedure was aborted. The patient was transferred to a nearby hosp for surgical intervention. No add'l info was provided.